Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient describes an increase in the volume of the sound when he moves his head towards the implant side or when he messages the zone around the implanted ear.